Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/15/2015 with the following findings: the display screen was dim and discolored. The battery compartment was cracked along the side of the pump. There was a crack in the case near the top right corner of the display. Moisture was visible in the display and corrosion was observed inside the battery compartment. A leak test verified that there was a leak in the battery compartment and at the crack in the case. Moisture damage was found on the printed circuit board.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was dim and discolored and there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.